Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter facility name: (B)(6) hospital. Device manufacture date: unknown. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd.

Event description:
It was reported with the use of the bd vacutainer® luer-lok¿ access device holder with pre-attached adapter there was an issue with dirty needle stick injury. The medical intervention reported as ¿prophylaxis¿.